Manufacturer narrative:
Still waiting for the complaint sample for decontamination and evaluation; therefore, the condition of the product could not be verified. The lot number identified with this complaint will be researched. A final determination of whether or not a product malfunction occurred will be made at the conclusion of the investigation after the sample has been evaluated. A root cause had not been identified. (B)(4).

Event description:
A surgeon reported a dull knife during surgery that could not be used. The knife was exchanged and the procedure was completed with no harm to the pt.